Manufacturer narrative:
Investigation: due to a lack of components, an investigation could not take place. Batch history review: the device history records have been checked and found to be according to the specification, valid at the time of production. There are no further complaints registered for the mentioned batch number. Conclusion and root cause: the failure is most probably user or patient related. Rational: due to the fact that we did not receive the complained product, a clear conclusion can not be drawn. However, we assume that an inappropriate implantation situation or a misbehavior of the patient led to the described luxation. Furthermore, according to the provided information the cup is brom zimmer biomet. According to our IFU, it is not allowable to combine aesculap components with competitor components, due to the fact that these combinations are not tested and approved. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). The primary surgery was done on (B)(6) 2016. For the luxation after the primary surgery, the revision was done on (B)(6) 2017. The cup removed is from zimmer biomet, the head is nj101d. Some marks on the head surface was found, which looked like material of the cup. Components in use listed as concomitant devices are: nj101d / biolox delta prosthesis head 8/10 28 mm s, ae-qas-compet-emp / collect.no.qas. Implants from competitors, nj512k / trilliance standard 8/10 size 12 mm.